Event description:
The dome portion was detached from the catheter during traction removal. It occurred 135 days after placement. No jelly was used for the removal. The detached dome was removed by an endoscope.

Manufacturer narrative:
The complaint of retention dome breakage is confirmed, user-related. The dull and rounded veneer identified at the dome site are traits that are indicative of excessive force that was applied during the removal of this device. The lack of any associated damage suggests the break was caused by stretching the dome material beyond its elastic limits during removal. It is not known if the gastrostomy tubing was free-floating within the fibrous tract prior to removal. Gross visual and microscopic examinations show no evidence of defect or deformity related to the mfg process. No other complications with this device are known. This implies the device functioned as designed until the complaint incident occurred. The product instructions for use (IFU) provides a narrative description for removal of this device.